Event description:
It was reported that the insulin pump alarmed auto off alarm sporadically, or every so often during the bolus procedure. The customer's mother did not know the blood glucose reading. She stated that she did not have the insulin pump or the customer with her, so she was unable to troubleshoot for the issue. She advised that she would call back to do so once the customer came home. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.